Event description:
It was reported that upon interrogation, the pulse generator exhibited premature battery depletion. No intervention was performed. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.